Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. She went into the water with the device, and now it says button error and there is water under the lcd screen. Customer's blood glucose is 188 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip. No moisture damage was noted on the motor or electronic assembly during the visual inspection.